Event description:
It was reported that the patient with this neurostimulator experienced ineffective therapy despite multiple reprogramming attempts. The patient requested device removal, and the implant was subsequently explanted. There was no product problem identified, and stimulation had been felt appropriately. No complications or adverse events were reported, and symptoms remained the same.

Manufacturer narrative:
Product code (d2b): additional product code qon. UDI for concomitant product, tined lead: (B)(4). Premarket / 510(k) # (g4): additional premarket / 510(k) # p190006.